Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined no power at cart and i.v. Pole is fully extended. Fuse holder is melted, and receiver drain is broken completely off. Replaced the power intel module & receiver. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit had no power. The event did not occur during surgery. There was no patient involvement. The investigation found evidence of melting on the fuse holder and it was further reported that the device had evidence of burn and char, however, there was no smoke present. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.